Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
A center director reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic light sensitivity in the left eye, at the six week postoperative visit. The topical steroid drops were increased. Another report is filed for the right eye. Additional info has been requested.